Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 70 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she treated the customer with orange juice and she became out of control, so the paramedics were called. Reporter stated the paramedics obtained a low result, which means less than 20 mg/dl, on their system. Reporter stated they treated the customer with a sugar IV before taking her to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the affected product.